Event description:
Discordant advia centaur troponin ultra (tni ul) and brain natriuretic peptide (bnp) results were obtained on multiple patients. The laboratory repeated the samples after the problem was resolved and corrected reports were issued. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul and bnp results.

Manufacturer narrative:
A siemens customer service engineer was contacted by the customer and it was determined that the cause of the discordant tni ul and bnp was due to switched base and wash 1 by the customer. The customer fixed the problem by placing the base and wash 1 in the correct positions. The instrument is performing within specifications. No further evaluation of the device is required.